Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va1u10a, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they never got 50% or greater relief of symptoms and things were not well. They went to a urologist and they took an x-ray and the patient reported that one lead was attached and three leads weren't. They did not remember falling or anything to cause that. They did not know how it happened. The doctor wanted to start over and so a new ins and lead were placed. No further device issue alleged / identified. No further patient symptoms or complications were reported.